Event description:
The scalpel was hidden between the drapes. The safety mechanism on the scalpel was not engaged, and the blade exposed. When the nurse ripped open the kit, the nurse's hand was slashed across 3 fingers. Add'l info: the tray was the "old style" with the "double decker" layers. The scalpel was in the bottom tray under a blue drape that is used for the sterile field. The scalpel blade was partially exposed. The rn was cut on her "pinky, ring, and middle fingers," and has been checked by a plastic surgeon. The slice was not deep, did not hit tendons or nerves, and was managed with steri-strips and dressings, not with sutures (per the rn's request/refusal for sutures). The rn continues to experience pain and received antibiotic treatment, but has returned to work after one week. There is not expected to be any long term residual effects.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revi0063 showed no other similar product complaint(s) from this lot number.